Event description:
(B)(4) was rec'd, a copy will be included with the report. This is 14 of 14 reports for the same event. Pt had surgery (B)(6) 2012, for orif of right ankle. The pt in the surgery rec'd one 10-hole plate and total of 13 screws. During the surgery on (B)(6) 2012, the pt rec'd two oblique cancellus screws that were 60mm screws. The pt reported pain to her surgeon during her office visits after the surgery and on (B)(6) 2012, the pt had MRI scan done which showed ununited medial malleolar fracture. The pt reported increased pain and surgery was planned. On (B)(6) 2012, the pt underwent surgery for arthroscopy of right ankle, chondroplasty of tibial plafond and talus and removal of deep implants from medial malleolus. Two medium malleolar screws were removed. The surgeon described during the surgery that the cortical bone on the medial malleolus itself was fully healed and he did not reapply the two remove screws as he did not think it would benefit the pt. The pt was discharged after same day surgery with no injury reported. The screws were documented as "small fragment set".

Manufacturer narrative:
Device used for treatment. The screw is designed for the temporary fixation of bone fragments; either with the assistance of a plate or stand alone. The design risk assessment was reviewed and found to adequately address the complaint event. The screws returned did not fail mechanically. Upon removal of the hardware, due to patient discomfort, the surgeon reported that the fracture appeared to have healed and did not reapply new hardware. The complaint is not hardware related. The exact circumstances that led to the patients discomfort or the manner in which the screws were actually implanted is unknown.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.